Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a bloody leak underneath the secondary probe of the coulter lh 750 hematology analyzer. Customer reported that the probe wipe was loose. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the differential shear valve and completed preventive maintenance.

Manufacturer narrative:
(B)(4).